Event description:
A customer observed a falsely elevated potassum patient sample results. Following repeat testing of the sample using the same analyzer and a second analyzer, the true value was reported to the physician. The magnitude of the falsely elevated result could have resulted in innappropriate treatment. There was no report of patient harm as a result of this event.